Manufacturer narrative:
The patient did not incur any type of injury due to this event. Updated 12/10/2024: the customer clarified our devices were not at fault but rather the violent seizures and "combative nature" of the patient damaged the bolts. The root cause has been identified as the patient movement (violent seizures, combative behavior) that led to the breaking of the bolts. There are no corrective actions at this time.

Event description:
On 11/8/2024 , two days post implantation it was discovered that the anchor bolts and electrodes were damaged due to patient seizures and combative behavior. One anchor bolt was bent and the other one broken off into 2 pieces. This caused both electrodes to be damaged. The patient required additional surgery for the removal of the broken anchor bolt and replacement of the electrodes.

Manufacturer narrative:
The patient did not incur any type of injury due to this event.

Event description:
On (B)(6) 2024, two days post implantation it was discovered that the anchor bolts and electrodes were damaged due to patient seizures and combative behavior. One anchor bolt was bent and the other one broken off into 2 pieces. This caused both electrodes to be damaged. The patient required additional surgery for the removal of the broken anchor bolt and replacement of the electrodes.